Event description:
Linear cutter malfunctioned and ceased to cut tissue even after multiple attempts. Handle finally broke in surgeon's hand. Laparoscopic assisted vaginal hysterectomy was turned into total abdominal hysterectomy because of excessive bleeding. No adverse outcome to pt.